Event description:
The customer reported that the device jaws were not opening and closing smoothly towards the end of the procedure. The knife was described as being exposed. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.